Manufacturer narrative:
It is unknown if the device is available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing the guidewire, the physician noticed that the tip of the guidewire was bare. 3 cm of the guiding catheter was detached from the rigid central part of the guidewire. The separated segment was snared out of the patient, and the patient is doing well. The product was not resterilized. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user, and it was not used for treatment of another lesion prior to the event. A "drilling" or "jack-hammer" technique was not used to recannulize the vessel. A procedural film is not available for review.

Manufacturer narrative:
The device was not returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion updated with product analysis: when removing the guidewire, the physician noticed that the tip of the guidewire was bare. The 3 cm of the guidewire was detached from the rigid central part of the guidewire. The separated segment was snared out of the patient, and the patient is doing well. The product was not resterilized. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user, and it was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. A procedural film is not available for review. One non-sterile pgw jindo 300 cm str .035 was received coiled inside a plastic bag. No fracture nor separation was observed on the wire distal tip, only a bend was observed. No other anomalies were observed on the received unit. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported ¿coating-wires - separated - in patient¿ was not confirmed through analysis of the returned device. The cause of the reported failure as well as the distal tip bend could not be conclusively determined. Based on the limited information available for review, procedural/handling factors may have contributed to the bend noted during analysis. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating.¿ neither the DHR review nor the product analysis suggests that the event reported are related to the design or manufacturing process. Therefore, no actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: when removing the guidewire, the physician noticed that the tip of the guidewire was bare. Three cm of the guiding catheter was detached from the rigid central part of the guidewire. The separated segment was snared out of the patient, and the patient is doing well. The product was not resterilized. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user, and it was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. A procedural film is not available for review.     The device was not returned for analysis. A device history record (DHR) review of lot 35228887 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.     The reported ¿coating/separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, procedural factors may have contributed to the reported event. According to the product IFU¿s, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.